Event description:
Patient reported receiving an e6 (mechanical error) message on the infusion device. Preliminary results show there is a black mark in the display and the cartridge compartment of the infusion device is damaged. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplement report.